Event description:
The customer alleged 40 questionable sodium results were generated on the cobas c501. Thirty of these results were discrepant (repeats were performed on the same analyzer): #1: initial sodium = 130 mmol/l #1: repeat sodium = 139 mmol/l #2: initial sodium = 124 mmol/l #2: repeat sodium = 133 mmol/l #3: initial sodium = 126 mmol/l #3: repeat sodium = 134 mmol/l #4: initial sodium = 127 mmol/l #4: repeat sodium = 136 mmol/l #5: initial sodium = 122 mmol/l #5: repeat sodium = 129 mmol/l #6: initial sodium = 130 mmol/l #6: repeat sodium = 138 mmol/l #7: initial sodium = 129 mmol/l #7: repeat sodium = 138 mmol/l #8: initial sodium = 130 mmol/l #8: repeat sodium = 139 mmol/l #9: initial sodium = 128 mmol/l #9: repeat sodium = 137 mmol/l #10: initial sodium = 131 mmol/l #10: repeat sodium = 139 mmol/l #11: initial sodium = 131 mmol/l #11: repeat sodium = 140 mmol/l #12: initial sodium = 126 mmol/l #12: repeat sodium = 134 mmol/l #13: initial sodium = 129 mmol/l #13: repeat sodium = 138 mmol/l #14: initial sodium = 129 mmol/l #14: repeat sodium = 137 mmol/l #15: initial sodium = 125 mmol/l #15: repeat sodium = 133 mmol/l #16: initial sodium = 129 mmol/l #16: repeat sodium = 137 mmol/l #17: initial sodium = 129 mmol/l #17: repeat sodium = 137 mmol/l #18: initial sodium = 130 mmol/l #18: repeat sodium = 140 mmol/l #19: initial sodium = 123 mmol/l #19: repeat sodium = 131 mmol/l #20: initial sodium = 120 mmol/l #20: repeat sodium = 127 mmol/l #21: initial sodium = 127 mmol/l #21: repeat sodium = 135 mmol/l #22: initial sodium = 132 mmol/l #22: repeat sodium = 139 mmol/l #23: initial sodium = 127 mmol/l #23: repeat sodium = 137 mmol/l #24: initial sodium = 123 mmol/l #24: repeat sodium = 130 mmol/l #25: initial sodium = 129 mmol/l #25: repeat sodium = 138 mmol/l #26: initial sodium = 129 mmol/l #26: repeat sodium = 137 mmol/l #27: initial sodium = 127 mmol/l #27: repeat sodium = 135 mmol/l #28: initial sodium = 124 mmol/l #28: repeat sodium = 135 mmol/l #29: initial sodium = 128 mmol/l #29: repeat sodium = 136 mmol/l #30: initial sodium = 130 mmol/l #30: repeat sodium = 138 mmol/l the customer stated that no patients were adversely affected. The field service representative determined that the vacuum nozzle was misaligned, causing the cell to overflow. He aligned the squeegee nozzle. Performance checks were executed. Customer calibration and quality controls were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.